Event description:
On (B)(6) 2009 pt's father reported his son just received an occlusion error on his infusion device. Had him disconnect from the infusion site. Had him prime out the end of the infusion tubing; primed successfully. Advised to change the infusion site at this time. Father reported they do not have another site with them. He stated they will have to do this when they get home. Advised to check the cannula when they remove it so see if it is bent. Father reported they were attempting to give a bolus when they received the occlusion and the bolus cancelled. Father was trying to give a total of 10 units of insulin bolused through two boluses. In reviewing history, pt received 4.5 units of one bolus and 4.8 units of another bolus for a total of 9.3 units. Father stated they will change the site upon returning home. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On follow up call on (B)(6) 2009, pt's father reported changing the infusion site did clear the error. He stated when he pulled the "old" cannula out, the cannula was bent. Product was replaced and requested return of the suspect product for evaluation.